Event description:
Event description boston scientific received information that during the procedure to upgrade this patient's device, the decision was made to implant a new atrial lead. Difficulty was encountered obtaining venous access and it was questioned whether a subclavian dissection had occurred.